Event description:
It was reported that patient followed up with the surgeon. Over time the patient has had significant osteolysis develop around the collar of the stem and behind the cup. Dr. Believes the debris caused by metal head (cobalt chrome) and trunnion of accolade stem (titanium) is to blame. Revision was necessary as the cup was loose.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding audible noise involving a trident shell was reported. The event was not confirmed. The returned shell was in good condition. Small amounts bone were identified on the outer surface of the shell. A material analysis was also performed. The report concluded: "no material or manufacturing defects were observed during this analysis." A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was received. The root cause analysis conducted as part of CAPA (B)(4) determined the root cause of the trident shell loosening is failure to achieve initial biological fixation due to inadequate execution of the recommended surgical technique.

Event description:
It was reported that patient followed up with the surgeon. Over time the patient has had significant osteolysis develop around the collar of the stem and behind the cup. Dr. Believes the debris caused by metal head (cobalt chrome) and trunnion of accolade stem (titanium) is to blame. Revision was necessary as the cup was loose.